Manufacturer narrative:
(B)(4).

Event description:
Procedure type: c-section. According to the rptr: the thread broke in the middle of the suture. Each end of the running suture was holding. Re-operation was necessary for closing of the aponeurosis.